Manufacturer narrative:
Device evaluation: product testing could not be performed because the product was not returned. The reported complaint was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is (B)(6) 2017.(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zxt300 33.0 diopter intraocular lens (iol) was implanted in the left eye (os) on (B)(6) 2017. Post-operatively, the patient complained of intense halos, being unable to drive at night, and not being able to accommodate to these symptoms. The visual acuity pre-operatively with correction was 20/25. Post-operatively, one week after surgery, the patient's visual acuity with distance vision was 20/40, intermediate vision of j10 and near vision of j5. Reportedly on (B)(6) 2017, the patient had capsulotomy performed in both eyes (ou). At a later post-operative visit with the doctor on (B)(6) 2017, the patient's near vision was j3 and distance vision was 20/30. Due to these complaints, the lens was explanted on (B)(6) 2017. Reportedly, there was no incision enlargement. The lens was replaced with a different model zct300 with a diopter of 31.5. Post-operatively, the patient is reportedly very happy, not experiencing halos, and sees 20/25. No additional information was provided. The patient had bilateral lenses implanted. This report will capture the lens implanted in the patient's left eye. A separate report will be filed for the right eye.